Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported two endoscopes were suspected of cross-contamination with eight (8) patients. The patients tested positive for pseudomonas aeruginosa after procedures with one of the endoscopes. Additionally, the facility plans to investigate whether other patients whose procedure was performed with the device used by the infected patient developed an infection after the procedure. The endoscope was tested and had a positive culture test. The device was used after the event. The start of pre-cleaning was delayed after the procedure. Water was not aspirated through the instrument/suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times in water during aspiration. The air/water channel was not flushed with water and air by using mh-948. The reprocessing accessories were all normal. The manual cleaning was performed within an hour after the procedure. The device passed the leak test. Product a was selected as the detergent solution but no additional information provided. The following brushed points were checked: instrument and suction channel, air/water valve/suction valve and biopsy valve. The forceps elevator was brushed, operated in the detergent solution and flushed. The distal end was flushed with maj-2319. The detergent solution was olympus endoquick. All channels were connected with tubes when the endoscope was set up into the aer/ewd. The disinfection solution used was before the expiration date and met the minimum effective concentration. The water filter was replaced within the specified period. The rinse water treatment system was without abnormality. After manual disinfection or aer process, the device is wiped with clean towel or paper, blown by compressed air and by the dry process of the aer/ewd. The endoscope is not stored in a drying cabinet. The event have been captured in the following reports; (B)(4) - patient 1 - date of procedure and sampling date (B)(6) 2022. (B)(4) - patient 2 - date of procedure (B)(6) 2022)/sampling date (B)(6) 2022. (B)(4) - patient 3 procedure date (B)(6) 2022 sampling date (B)(6) 2022. (B)(4) - patient 4 procedure date (B)(6) 2022 sampling date (B)(6) 2022. (B)(4) - patient 5 procedure date (B)(6) 2022 sampling date (B)(6) 2022. (B)(4) - patient 6 procedure date (B)(6) 2022 sampling date (B)(6) 2022; aware date (B)(6) 2022. (B)(4) - patient 7 procedure and sampling date (B)(6) 2022. (B)(4) - patient 8 procedure date and sampling date (B)(6) 2022. This report is for patient 8 with tjf-260v serial (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and there were no defects directly related to the customer¿s complaint confirmed. However, the following non-reportable malfunctions were observed during the inspection: bending section cover (a-rubber) glue was chipped, bending section cover (a-rubber) glue was cracked, bending section cover (a-rubber) glue was cloudy, distal cover was corroded, distal end of the device (c-body) was corroded, insertion tube was torn, insertion tube boot was scratched, insufficient angulation, play on the angulation control knob, universal cord was scratched, universal cord boot on the control section was scratched, air/water cylinder was corroded, knob wire/forceps elevator wire (k-wire) was cut off, and knob wire/forceps elevator wire (k-wire) was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, although the patients reportedly tested positive for pseudomonas aeruginosa, the culture test of the subject device did not detect bacteria. In addition, detailed information about the infected patients was unavailable. Therefore, the root cause could not be determined. However, the following deviations from the instructions for use (IFU) regarding the reprocessing procedure was observed: the start of precleaning was delayed, water was not suctioned from the biopsy/suction channel using the suction pump during precleaning, the forceps elevator was not raised/moved down three times under water while suctioning, and during precleaning no air/water supply in the air/water channel by using mh-948 was not performed. Furthermore, the root cause of the protruding glue of the distal end unit in the biopsy channel (non-reportable malfunction) could not be determined. The event can be detected/prevented by following the IFU which state: ¿if the instruments are not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the initial medwatch. The aware date should be 20-jul-2022. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.